Event description:
This event was initially reported to aga medical in late 2008 as a deformed upon deployment. According to the information received, the amplatzer duct occluder did not return to its original configuration but rather a balloon-shape of the retention disc. Four days later, fluoroscopy images were received along with the device. Upon initial review, the device was also noted to have been released from the delivery cable, embolized and snared for removal.

Manufacturer narrative:
The amplatzer duct occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Using a test 6f amplatzer torqvue delivery system, the device was retracted into the loader and upon deployment, the device deformed mushroom-shaped. The fluoroscopy images are currently being reviewed by aga's medical consultant to determine the root cause of the device embolization. A supplemental report will be filed upon completion.

Manufacturer narrative:
The amplatzer duct occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded into a test 6f amplatzer torqvue delivery system loader and it deployed deformed mushroom-shaped. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Review of the medical records and imaging by agas medical consultant resulted in the following findings: the delivery sheath was placed across the pda. Upon deployment, the device took a globular-like shape which significantly elongated the device. The device was released from the delivery cable and embolized immediately to the right pulmonary artery and was successfully retrieved. Based on the images provided, it was clear that the nitinol wires did not conform to their programmed shape in this case. The unscrewing mechanism to release the device placed tension on the device which resulted in the embolization. The main reason the device embolized was because the device did not attain its original shape after deployment. Even after embolization, the device remained malformed. The amplatzer duct occluder instructions for use warns against releasing the device from the delivery cable if the device does not conform to its original configuration. Recapture the device and redeploy. If still unsatisfactory, recapture the device and replace with a new device. We have initiated a formal investigation to understand the factors involved in device deformation. We have implemented manufacturing changes to further improve the performance of these devices, and will continue to do so as we identify additional factors affecting device deformation.